Event description:
It was reported that there are exposed wires on the secondary power cord from this ac power adapter to the medical device. There has been no injury reported associated with this report.